Event description:
It was reported that the patient had been hospitalized and admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 967 mg/dl while wearing the pod between 4 and 24 hours. The customer states that his dexcom g7 is set to alarm if his glucose levels go too high. The customer states that he never got any dexcom alerts or alarms. Symptoms reported include nausea and vomiting during the night. The following day the patient did not show up for work so they called an ambulance. When the ambulance arrived the patient was comatose. The patient was intubated, placed on intravenous fluids and an insulin glucose tolerance test (gtt). The customer was hypothermic and was treated with a warming blanket. The patient was weaned off the gtt and placed on multiple daily injections (mdi). The patient was discharged after 4 days. The pod has been discarded. Dexcom has been notified of the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.